Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated. Upon receipt at the post market quality assurance laboratory, visual inspection found no arc marks on the case. The field had reported that the shock lead was shorted which in turn damaged the device. A commanded 1.1 joule shock was performed and resulted in a 47 ohm impedance reading, which is normal. However, when the polarity was reversed and a commanded 1.1 joule shock was performed, this resulted in a less than 20 ohm impedance reading. This indicates that the tachy output circuit was damaged from shocking into a shorted lead. Brady therapy was confirmed to be able during laboratory testing.

Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received a shock while sleeping. It was later noted that the patient had a heart rate of 30 beats per minute. The patient was brought to the hospital for evaluation. The device was interrogated in the emergency room (ER), which revealed a shorted shock lead fault. The right ventricular (rv) lead was not capturing and the right atrial (ra) lead and rv lead's pacing impedances were less than 200 ohms. The shocking impedance lead test revealed an impedance less than 20 ohms. The patient was in an atrial fibrillation/escape rhythm around 20-30 beats per minute. The patient was later brought into the lab to evaluate the system. The leads were removed from the device header and tested through the pacing system analyzer (psa), all measurements were normal. The leads were reconnected to the device and a 31 joule shock was performed on induced ventricular fibrillation (vf). The physician stated that they heard a pop. It was reported that there was some undersensing and the shock resulted in a less than 20 ohms shock impedance and a shorted shock lead fault screen on the programmer. The patient was successfully treated externally. The device was pacing fine at vvi 70 beats per minute bi-ventricular. It was confirmed that there was an rv lead issue, which also shorted the crt-d. The crt-d was explanted and a new crt-d was placed. The physician opted to program the tachy therapy off on the new crt-d and allow the family time to decide what type of intervention that would like to have done. No further information has been made available at this time. This product was returned for laboratory analysis.